Event description:
On june 5, 2024, senseonics was made aware of an event where the user reported a hypoglycemic event with no alert from the system. The user didn't seek medical treatment and resolved the event by drinking apple juice.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The customer reported the following low glucose values: sg = 106 and bg = 47 mg/dl on (B)(6) 2024, 12:11 am. A review of the data management system (dms) confirmed the reported bg and sg values on (B)(6) 2024, at 12:11 am. The calibration entered by the user was rejected by the system. Glucose alert settings were provided as follows: low alert: 80 mg/dl. High alert: 220 mg/dl. Dms review confirmed that the user didn't receive a low glucose alert at the time of the event because the sg values never went below the low alert setting of 80 mg/dl. The customer did not seek medical treatment and treated himself by drinking apple juice. User's hcp was not aware of the event. The user was advised to get in touch with their hcp for medical guidance. The difference observed between sg and bg readings was addressed under an associated sensor inaccuracies case (MDR# (B)(4)). Initial escalation analysis determined that the sensor deviated from its normal behavior, however root cause could not be determined based on the available data. Hence, an RMA (return material authorization) was authorized for further investigation of the sensor. B4. Date of this report: (B)(6) 2024. G3. Date received by the manufacturer? 18 july 2024. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.